Manufacturer narrative:
Concomitant medical products: 6945-65, lead, implanted: (B)(6) 2002.

Event description:
It was reported that an alert triggered due to high pacing impedance on the right atrial (ra) lead. There has been a slow, steady increase in pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.